Event description:
It was reported that during an embolization treatment procedure, a missing coil was noted the target lesion was located in the internal artery. After placing two coils successfully the physician selected the 2/3mm x 2.3cm idc vortx diamond coil and the delivery wire was advanced under fluoroscopy. The physician was not able to see the coil under fluoroscopy. The device was removed and it was noted that the coil was missing. Per the physician, "he doubted the possibility of the coil was not armed in the first place." It is unknown if the coil detached in the body or not. The physician could not locate it in the body. The missing coil was not found. The procedure was completed with another idc coil. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).